Event description:
Procedure type: colorectal. According to the reporter: after firing the reload with the idrive ultra device the staple row was not complete. In the middle of the staple line there were no staples. Another reload was used. No injury of patient. No reinforcement material was used. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).